Event description:
It was reported an unknown number of aortic patients experienced ¿4-5 strokes¿ after use with preveleak. The physician reported ¿the aorta was normal and not calcified¿. At the time of this report, no further detail was provided regarding if hospitalization was required, treatment for the event or the patient¿s outcome. No additional information is available.

Manufacturer narrative:
The events occurred on an unspecified dates reported as "past couple of months". Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6 and h10. The actual device was not available; however, one companion sample was received for evaluation (lot number 10920001). It is unknown if the customer was using this same lot at the time of the initial report. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A sample analysis was performed and the sample was reconstituted per the instructions for use. No issues were observed. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up it was clarified that there were ¿4, not 5 patients that were stable¿. According to the reporter, post-operative (day one), one of the patients had a mild stroke in the ICU. The CT scan was normal, and MRI showed multiple brain emboli. The patients were reported as recovered with one patient with mild motor deficit. Should additional relevant information become available, a supplemental report will be submitted.